Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose while using the pump and requested a return, noting allergy to both available infusion sets and declining additional training; the lowest reported glucose was 62 mg/dl, the out-of-range duration was under 90 minutes, the ilet alerted to the low, and the user corrected with carbohydrates. Symptoms included shakiness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the complaint details and initiation of return for evaluation. Investigation of this case revealed no device alarms or malfunctions reported during the event and no confirmed device component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.